Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc lot# n243504001 serial# implanted: (B)(6) 2010 explanted: (B)(6) 2017 product type catheter analysis of the pump found that there were no anomalies identified. Analysis of the catheter found that there was coring/tears/cuts in the seal, which met the leak criteria. Eval code-result 3233 on the pump updated to 213 and 925. Eval code-result 3233 on the catheter updated to 180 and 925. Fdc 11 still applies, and it will be updated when additional information is provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and medical notes were provided. The patient¿s past medical history included: lumbar spine operation (2005), failed spinal cord stimulation trial (B)(6)2010, intrathecal pump implant on (B)(6)2010. This patient had been followed monthly since the implant for pump fills and, on an as-needed basis, to address rescue pain, and a cervical spine operation, 1978. Procedure history included on (B)(6)2014 caudal epidural injection to include a left ischial bursal injection; greater than 50% clinically improved in that region. The patient¿s allergies included aspirin, penicillin, and sulfa. On (B)(6)2017, the intrathecal pump was replaced due to impending pump battery exhaustion. The elective replacement indicator (eri) had occurred on (B)(6)2016. The pump would stop on (B)(6)2017. The preoperative and postoperative diagnosis was other intervertebral disc degeneration lumbar region. The patient tolerated the procedure well and was transported to the recovery room awake and in stable condition. The intrathecal dose was reprogrammed in the recovery room and the daily rate was set at the rate of 0.5007 mg per day. The treatment plan was to advance the intrathecal morphine 20% to 0.6006 mg/day to decrease his pain and improve his functional capacity. The patient would follow-up for the next scheduled pump refill. The patient had done quite well with his intrathecal pump replacement. On (B)(6)2017, the patient was seen for a follow-up office visit. The patient¿s chief complaint was slight low back pain. The patient presented for pharmacological re-evaluation, pump analysis and pump reprogramming, within the 10-day global post operative period, which expired on (B)(6)2017. The patient was doing quite well post pump replacement and denied fevers, chills, discharge or other problems from the post-surgical subcostal wound. The post-surgical incisions looked great and there was no discharge, pus or erythema. The steri-strips and bandages removed were clean and dry. The patient ambulated without assistive devices. However, he was having more pain in his back and hips because his intrathecal morphine was turned down after the pump replacement from 1.0503 mg per day to 0.5007 mg per day. The patient would like to titrate up on his pain medication in efforts to achieve better relief. It was agreed to increase the patient by one-tenth of a milligram in his daily dose during this visit. The patient¿s pain dated back to 2005 following a lumbar spine operation. There was no pattern associated with this patient¿s clinical expression. It was noted escalating activates of daily living (adls) aggravated the underlying symptoms and reducing adls improved the patient's symptoms. The patient¿s current medication included: fosamax 70 mg a week, ondansetron 8 mg one tablet three times a day (#90), and simvastatin 20 mg once a day. Analysis of the pump on (B)(6)2017 showed the reservoir volume was 10.9 cc. The pump was reprogrammed to a new rate of intrathecal morphine was 0.6006 mg/day. The alarm date was (B)(6)2017 . The patient was seen again on (B)(6)2017 for a follow-up visit and pump refill. The patient had some rescue pain he wished addressed, but he was evidencing a favorable clinical response to intrathecal therapy. Again, the patient was experiencing low back pain of 3/10. The patient was currently nasal prong oxygen dependent at 1l per minute and had a well healing right subcostal incision. Analysis of the pump showed the expected reservoir volume was 7.3 cc. An ultrasound pump refill was performed and 6.5 cc was aspirated. The pump was reprogrammed to morphine 2 mg/ml at 0.6990 mg/day in simple continuous. The rescue pain was addressed by a 16% increase in intrathecal agent. The alarm date was (B)(6)2017. It was however noted that the indication for the ultrasonic pump fill was a hypermobile pump due to laxity of fascia of the abdominal musculature, resulting in excessive movement of the pump and difficult pump fill. It was further reported, the patient¿s activities of daily living were reflective of a total pain-related impairment score of 28 at today's office visit, placing the patient in a moderate impairment category. The patient had moderate difficulty managing adl; must make significant modifications to perform them and had mild to moderate affective distress in relation to his or her pain. The patient required ongoing medical monitoring and was taking medication much of the time. The patient also demonstrated significant pain-related limitations on physical examination; relatively few pain behaviors appeared during the examination, and they were of indeterminate appropriateness. The patient was seen in the office on (B)(6)2017 for re-evaluation, pump analysis, dose check, and pump reprogramming. The patient¿s chief complaint was again low back pain 3/10. The patient noticed some twitching in the left buttock and leg, worse at night. However, this seemed to be subsiding. The patient thought it might be related to the decrease in morphine that was performed when the pump was replaced. They had been titrating him up carefully and the patient believed his pain was gradually getting better because of the upward titration. He denied any adverse effects from his medications and requested another 0.1 mg/day increase in daily dose of intrathecal morphine. The patient was not utilizing oxygen per nasal cannula in the office during the visit. The analysis of the pump showed a reservoir volume of 10.2 cc. The alarm date was (B)(6)2017. The pump was reprogrammed to morphine 2 mg/ml at 0.8 mg/day (14% increase) in sim ple continuous to decrease his pain. On (B)(6)2017, an ultrasonic pump fill was completed. Again, the pump was hypermobile due to laxity of fascia of the abdominal musculature, resulting in excessive movement of the pump and difficult pump fill. It was noted the patient¿s daughter was pleased with his overall clinical response to intrathecal therapy as it related to his activities of daily living. At this visit, the patient had low back pain 5/10. Analysis of the pump showed a reservoir volume of 4.6 cc. An ultrasound pump refill was performed and 10 cc was aspirated. It was noted there was certainly a discrepancy in this finding that may account for this patient¿s slight clinical deterioration. The doctor was to monitor this closely. The pump was reprogrammed to morphine 2 mg/ml at 0.9990 mg/day in simple continuous (25% increase). The alarm date was (B)(6)2017. It was further reported, the patient¿s activities of daily living were reflective of a total pain-related impairment score of 35 at today's office visit, placing the patient in a moderate impairment category. The patient was seen in the office again on (B)(6)2017 for reprogramming. On this date, the patient had low back pain of 5/10. The patient currently had oxygen on at 1l per minute. Analysis of the pump showed a reservoir volume of 14 cc. The pump was reprogrammed to 1.2012 mg/day in simple continuous (20% increase). The pump event log was reviewed and no evidence of unusual pump stalls or pump activity. On (B)(6)2017, the patient returned for a pump refill with a chief complaint of low back pain of 7/10. The patient currently had oxygen on at 1l per minute. Analysis of the pump showed a reservoir volume of 4.4 cc. An ultrasonic pump fill was completed because the pump was hypermobile due to laxity of fascia of the abdominal musculature, resulting in excessive movement of the pump and difficult pump fill. During the refill, 15 cc was aspirated and 3 mg/ml cc of morphine was injected. The rate was programmed as 1.2 mg/day. The alarm date was noted as (B)(6)2017. It was also noted a bridge bolus was programmed into the pump due to a change in the intrathecal agent concentration. The healthcare provider (hcp) noted the volume discrepancy was a ¿very large discrepancy.¿ the patient was also feeling tremendous discomfort. It was a new pump and it was unclear to the hcp why it was not delivering the appropriate amount. He proceeded with the event logs and could not confirm any inciting events. The pump more than likely needed to be replaced. The family was going to debate the best course of action at this point. The patient¿s activities of daily living were reflective of a total pain-related impairment score of 39 at today's office visit, placing the patient in a moderate impairment category. The patient demonstrated significant pain related limitations on physical examination, relatively few pain behaviors appeared during the examination, and they were of indeterminate appropriateness. On (B)(6)2017, the patient returned for a pump refill with a chief complaint of low back pain of 7/10. The patient currently had oxygen on at 1l per minute. Analysis of the pump showed an expected reservoir volume of 7.9 cc. An ultrasonic pump fill was completed because the pump was hypermobile due to laxity of fascia of the abdominal musculature, resulting in excessive movement of the pump and difficult pump fill. During the refill, 14 cc was aspirated and 3 mg/ml cc of morphine was injected. The rate was programmed at 1.2 mg/day. The alarm date was (B)(6)2017. The patient had only received 6 cc since the last office visit, which was equivalent to 18 mg of morphine. This translated to 0.6 mg/day, which was approximately 50% of the programmed dose. The pump had just been replaced on (B)(6)2017. The hcp resisted to draw the conclusion that it was mechanically failing, but that statement was in the differential diagnosis. The hcp would proceed to take the patient to the comprehensive pain management center next week to perform a complete fluoroscopic catheter study of the delivery system. It was noted there maybe be a kink in the catheter, which was preventing the pump from delivering the desired amount. The pump logs were checked at this time and did not evidence any stalled pump situation since the last office visit. The patient¿s activities of daily living were reflective of a total pain-related impairment score of 34 at today's office visit, placing the patient in a moderate impairment category. On (B)(6)2017, the patient¿s pump and catheter were replaced. It was noted the hcp placed a #24-gauge huber tipped accessory port needle through the accessory port fluoroscopically and was unable to aspirate from the accessory port and therefore could not complete a fluoroscopic guided catheter study. The hcp proceeded to infiltrate both lumbosacral planned re-incision, the right lateral flank incision and the right upper quadrant planned re-incision with local anesthetic of standard add mixture. The hcp re-incised the right subcostal incision using a #10-blade. The hcp utilized blunt dissection and electrocautery. In standard operative techniques, the pump was identified and freed in a standard fashion from the pocket. The hcp attempted to aspirate from the pump through the accessory port with a #24-gauge huber tipped needle and was unable to aspirate. The pump was disengaged from the catheter and the catheter was easily removed. A new catheter was placed intrathecally to superior portion of t8 vertebral body. The catheter evidenced free flow. The catheter was attached to the pump in standard fashion. The patient tolerated the procedure well without apparent complication and was taken to the recovery room in stable condition. The intrathecal dose was reprogrammed in the recovery room and the daily rate was set at the rate of 0.5007 mg/day.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n243504001, implanted: (B)(6) 2010, explanted: (B)(6) 2017. Product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a manufacturer representative regarding a consumer receiving morphine [3 mg/ml] at a rate of 1.2 mg/day via intrathecal drug delivery pump. It was reported that there were large volume discrepancies at refill and that the patient stated they were not receiving pain relief. The physician did a dye study and could not aspirate. The catheter and the pump was replaced as a pump malfunction was suspected also. The devices were explanted on (B)(6) 2017. The issue was resolved and there were no further complications reported/anticipated.